Manufacturer narrative:
On 03mar2017 an email was received from the patient (pt) with additional medical information as follows: a prescription was received for fresh tears 1 drop every 6 hours, while symptoms present, no date was noted on the prescription from the eye care provider (ecp). A prescription dated (B)(6) 2016 for vigamine 1 drop every hour os; a prescription dated (B)(6) 2016 for vigamox 1 drop os every hour. A proof of care document dated (B)(6) 2016 to allow the pt to return to work on (B)(6) 2016; an image was also received that stated: ambulatory medical consult for (B)(6) 2016; a prescription dated (B)(6) 2016 for contact lenses, od distance: -2.50, cylinder -0.50, axis 165; os: -2.50, cylinder -0.50, axis 180; near +1.75. Observations: -2.50 od, -1.25 os; a drawing of the os eye: drawing depicts central marking at 7 o¿clock; an image dated (B)(6) 2016 states: computerized keratoscopy: os: 45.98d at 4 x47.20 at 94, dk: 1.22, pwr 45.63d; hd: irregular astigmatism 1,22d keratoscopy, with flattening in the central region and area of greater curvature in the lower region. No additional medical information has been received from the pt. No additional medical information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 28dec2016 a patient called our affiliate in (B)(4) to report that 1 acuvue oasys brand contact lens caused os swelling after the pt slept in the lens in (B)(6) 2016. The pt reported that he/she replaces the lenses monthly and sometimes sleeps in the lenses on weekends. The pt reported that he/she ¿slept with lens for about 2 hours, once the pt woke up it was difficult to open os, he/she removed lens after a couple of hours and went to sleep.¿ the pt reported that the following day the os was irritated and difficult to open. The pt reported that he/she ¿tried to insert lens again but was not able to open os, it was swollen and had a discharge.¿ the pt reported that he/she went to the emergency room and was diagnosed with os corneal ulcer. The pt reported that ¿it was near the 7 o¿clock region, near the cornea.¿ the pt reported that he/she was prescribed vigamox 1 drop every hour until midnight that day. The pt reported that he/she went to an eye care provider (ecp) and the ecp reported ¿the medication should be used hourly day and night because bacteria does not sleep.¿ the pt reported that he/she can¿t recall how many days the vigamox was used, but ¿after 14 days the pt was not happy with treatment progress¿ so the pt saw another ecp. The pt reported that the visits were ¿first weekly then every 2 weeks.¿ the ecp prescribed vigamox, florati, and hyabak. The pt reported that the event happened around (B)(6) 2016. The pt also reported that he/she was discharged from treatment on (B)(6) 2016. The pt reports he/she ¿lost quality of vision, at night he/she sees a halo around lights with os.¿ the pt also reports a ¿scar close to the center, but not in the center.¿ the pt also reported that the treating ecp recommends that the pt ¿wear lenses 2 hours a day in order to adapt to lenses.¿ the pt reported that he/she is wearing an old pair of glasses. The pt reported that the suspect lenses were discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002nht was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.